Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and that the motor of the insulin pump sounded different. The customer stated that insulin had been squirting out and that the insulin pump was stuck in rewind. The customer's blood glucose was unknown. While troubleshooting, the customer stated that the drive support cap was flush. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump needed to be replaced. The customer was advised that her insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The prime test could not be performed due to the loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip and a broken belt clip slot.